Event description:
Pt admitted to the hosp with progressive angina. History of hypertension, hypercholesterolemia, diabetes. Pt had cardiac cath. Done on 5/8/96, with placement of an intraaortic balloon pump also. She then went to surgery for open heart surgery that same day. Prior to surgery, the balloon had good augment. Upon arrival to ICU, the iabp was continued and at 1500 right foot was noted to be cool and mottled with questionable pulses to right foot. At 1600 the iabp was placed on flutter, and at 1632 the iabp was removed. Pulses returned and color improved.